Event description:
It was reported that during an implant procedure the right ventricular (rv) lead had placement difficulty. It was noted that despite multiple lead tip location attempts, the lead continued to undersense with unacceptably low r waves. After multiple fixation attempts, the helix would no longer extend or retract. During the same implant procedure the right atrial (ra) lead also had placement difficulty. The ra lead experienced undersensing with unacceptably low p waves despite multiple placement attempts. A different rv and ra lead were successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The analyst noted that the lead passed introducer test. Lead was returned with the helix fully retracted, tissue visible inside the helix, used alcohol to loosen tissue, helix extended but found bent. If information is provided in the future, a supplemental report will be issued.